Event description:
A 46-year-old male post cardiotomy cardiogenic shock presented for impella support. The user facility reported the patient's white blood cell counts increased while on support. The impella device, along with all other devices in patient, were removed due to an unknown source of potential infection. After removal of the impella and surgical graft, an embolectomy was required.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿infusion filter the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation into the reported thrombus and infection/sepsis has been completed since the original report was filed. The root cause of thrombus was unable to be determined since the product was not returned, no imaging was available ant there is insufficient clinical information. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿